Event description:
According to the reporter, the device had incomplete seal. The device was replaced to complete the procedure.

Manufacturer narrative:
Product analysis #297173909:this report is based on information provided by the global complaint handling system. The product sample was not returned to the product analysis laboratory; however, a picture/video was provided by the customer for analysis. Visual inspection: a visual inspection of the returned photo(s) noted: - the device was in a plastic bag. Evaluation: - without receiving the device, a detail investigation could not be performed for the reported complaint. - the customer is advised to return the device, so a complete evaluation can be performed. Based on the evidence available the reported condition of, seal - partial (ligasure), was not confirmed. However, the analysis could not determine the cause of the customer¿s report. This complaint will be used for tracking and trending purposes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted a stuck staple of the jaw. The stuck staple affected the device ability to activate and complete its seal cycle properly. The staple was removed and the device's performance was adequate. It was reported that the device had incomplete seal. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: warn to avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.